Event description:
A malfunction occurred on the customer's insulin pump, reportedly after it was exposed to water. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.